Event description:
A home pt contacted baxter's technical service center regarding a check supply line alarm that appeared on the display of the pt's homechoice machine during the last fill cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected two of the supply lines of the homechoice set from two supply bags and respiked the bags. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.